Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, reservoir, and inlet tubing/connector segment were received for analysis. Microscopic evaluation revealed separations within abrasion in both pump exhaust tubes, indicating repetitive contact between surfaces. Testing revealed these to be sites of leakage. Microscopic evaluation revealed surface abrasion on all pump tubing and pump strain reliefs. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. Microscopic evaluation revealed surface abrasion on the inlet tubing segment. No functional abnormalities were noted with the inlet tubing/connector segment. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all pump tubing, and all pump strain reliefs were overlapping in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause separations through both pump exhaust tubes. A separation of this type may then allow the loss of fluid, rendering the device inoperable.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to pump tubing leakage. No other adverse patient effects were reported.